Event description:
The account alleged that the foot end on the bed had a self-run of the foot hi/low down function. No pt impact.

Manufacturer narrative:
The technician found that the bed functioned as designed and could not duplicate the alleged issue.